Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported receiving low readings on the adc device compared to a competitor brand device. Details of the report are as follows: "frestyle indictaed blood glucose of 220, one touch ultra 360. Freestyles have been consistently inaccurate. Running low." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.